Manufacturer narrative:
Final analysis confirmed the battery anomaly.

Event description:
It was reported that the implantable cardiac monitor exhibited an error message and telemetry was lost. The device was explanted and replaced.